Event description:
It was reported when using the pyxis medstation es system that it had a power failure screen was black. The customer reported there was a delay in dispensing medication impacting patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the diode that was bad on board 622. A field service engineer replaced the auxillary board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.